Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
(B)(4). Caller has a 8100 module giving him a 240.4150 error. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: recommended to replace the bottle side pressure sensor. Gave part number to pressure sensor and transferred to com for pricing.